Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to other point of care meters (poc). Date: unk, inratio: 1.5, unk, 1.2, unk, 1.7, (B)(6) 2011, md's poc meter 2.4, (B)(6) 2011, 1.3, husband's poc meter: 1.8, pt's target therapeutic range is 2.0-3.0. The 3 results with dates listed as "unk" were stated to have been taken a week apart from each other between (B)(6) 2011. Pt states that she was using a strip from a different lot on (B)(6) 2011 from her husband's supply.